Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, when the pouch was deployed the metal arms fell into the pt. The pieces were retrieved without any pt consequence. There was no pt consequence.